Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced infected mesh with reported revision surgery. After the original procedure, additional potentially related procedures were performed, including revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment an incisional hernia. It was reported that after the implant, the patient experienced infection, seroma, recurrence, and an abscess. Post-operative patient treatment included revision surgery, exploratory laparotomy, small bowel resection, and abscess incision and drainage.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.